Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse approximately one week post-cardiac resynchronization therapy pacemaker (crt-p) implant that the device had shifted and the patient was experiencing hiccups as well as a buzzing sensation at the implant site. Follow-up yielded no further information. The device remains in use. No further patient complications have been reported as a result of this event.